Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
It was reported that as soon as the automated impella controller (aic) was turned on, an ¿impella defective¿ alarm was seen. The alarm resolved as soon as it appeared. After the alarm resolved it was connected to a pump and no issues were noted to have occurred throughout the procedure. The procedure was successful, and the patient was weaned from the pump and survived.